Event description:
This is report 1 of 3 involved in this event. It was reported that a patient experienced peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The patient was not hospitalized for the event and treatment information was not reported. The cause of the peritonitis could not be confirmed. At the time of this report, the patient was recovering from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13h15089 and h13i01012 with no issues noted during the manufacturing process. There were no deviations from standard procedure. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).